Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display after changing battery. Customer¿s blood glucose was 230 mg/dl when she woke up and then blood glucose was 272 mg/dl. Customer stated that insulin pump alarmed for battery out limit, weak battery, bad battery and failed battery alarm. Insulin pump will not be returned for analysis.